Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found on a 24 g x 0.75 in. Bd angiocath¿ prior to use. No report of injury or medical intervention.

Manufacturer narrative:
Samples/ photos: according to the visual analysis of these photos, it was possible to confirm the presence of silicone droplets on the catheter. DHR review: after analysis of the claimed lot: 6180339 (tipper lot/assembled set: 6179393 and 6152234sh) no silicone excessive was verified in the tests carried out during the production of the lots in question. Qn/ ncmr review: there are no quality notification (qn) or non-conformity report records of this defect for the lots involved in this complaint, according to the DHR of the lot above. Confirmed: bd was able to confirm/ reproduce the incident in question. Investigation comments: according to the photos containing the samples claimed, it was possible to confirm the presence of silicone in the catheter. It should be noted that this silicone does no harm to the user and is used to aid in the slippage of the catheter during venipuncture. Based on investigations performed for angiocath needle clogged complaints, it has been found that the root cause of both clogging and excess silicone over the catheter is caused by the excessive amount of silicone that is dispensed during siliconization of the catheter in the tipper machines. The (B)(4) that was opened to handle the clogged needle complaints of the angiocath it will also cover the complaints of excess silicone over the angiocath product catheter, since the validations of the tippers machines were included among the corrective actions, with the objective of reducing the amounts of excess silicone dispensed on the catheters during the catheter tipping process. Thus, it is believed that the amount of silicone that is visually observed as droplets on the catheter will be considerably reduced which may result in improvement in the visual aspect of the product to the customer.